Manufacturer narrative:
The customer indicated that the device was discarded. A representative device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the piercing pin of tubing set punctured the intralipid product container. The tubing set was to be used to deliver an unspecified concentration of intralipid solution. At an unspecified time, the customer contact reported that the clinician inserted the piercing pin of the tubing set into the admin port of the intralipid container. At that time, it was noted the piercing pin punctured the intralipid container at an unspecified location. The customer contact reported that an unspecified volume of the intralipid solution leaked. No specific details were provided. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.